Event description:
It was reported that "there is a new issue with one cutting handle lot 854399, during the procedure there was a problem with the bipolar loop, 30 minutes after insertion it was damaged and it is evident that it also damages the bipolar cable of the device." Furthermore, it was indicated that the procedure was completed successfully and there were no adverse consequences. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to d7: in supplemental 1 "yes" was selected this information is unknown correction to h5. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
In initial submission the submission date was noted as 30-apr-2025 the correct date for the inital submission was 05-may-2025. The event is filed under internal karl storz complaint ID:(B)(4).